Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Small bowel obstruction with perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal (peg-j) tube. Patient reported that they have been hospitalized since (B)(6) 2025 for small bowel obstruction with perforation, brown drainage from j-tube when flushing, and aspiration pneumonia of unknown etiology. Device implant dates are unknown. Duopa therapy has been temporarily discontinued. The device status is unknown.